Manufacturer narrative:
Additional information will be provided upon results of investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our devices ¿ lucea 100. As it was stated, the cover was broken near to on/off switch and some particles were missing. No injury has been reported due to mentioned issue however we decided to report it in abundance of caution as any particles transferred into sterile field might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as it was damaged and particles were missing, and it contributed to the event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Cover cracking is indicated by our product experts to likely be caused by combination of different factors such as: mechanical stress, environmental conditions (such a high temperature and humidity variations during transport and storage), use of inappropriate cleaning/disinfections products, or inappropriate cleaning and disinfection protocols. We believe that all remaining devices are performing correctly in the market. We also believe that if the preventive maintenance would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 23rd september, 2020 getinge became aware of an issue with lucea 100 surgical light. As it was stated, the cover was broken off near to on/off switch. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination.